Event description:
It was reported that the user overfilled an insulin cartridge during a supply change, which necessitated discarding the overfilled cartridge and using a new one; after guided troubleshooting and education, insulin delivery resumed as expected. Symptoms were not reported. Outcomes included restoration of normal insulin delivery without alerts or alarms. Investigation included remote troubleshooting and user education regarding proper cartridge fill and connection technique. Investigation of this case revealed user technique issues related to cartridge fill volume and infusion set handling, with no device malfunction identified. It was concluded, based on established findings in similar reports, that user error during cartridge preparation and setup was the most probable cause.